Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm kept peeping for a low and was displaying 42mg/dl and when he checked his blood sugar with his bg meter, it was displaying 135mg/dl. Because the patient did not trust the readings on the cgm or their bg meter, they went to the fire department to have them check his blood sugar. When the fire department checked the patient¿s blood sugar, their bg meter was reading somewhere in the 40¿s mg/dl while the cgm was displaying 136mg/dl. The patient stated around 7:30pm, the cgm was reading 399mg/dl and went to the hospital without performing a finger stick. When the patient arrived at the hospital, they checked his bg but the patient could not recall what the value was. The patient indicated that they were treated with fluids while at the hospital and during treatment, the cgm was displaying 74mg/dl and when they checked his blood sugar with the meter it was 136mg/dl. The patient was then released from the hospital. Additionally, the patient did not report symptoms and was basing treatment off the cgm. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.